Event description:
On (B) (6) 2005, an acticon device was implanted. On (B) (6) 2010 the entire device was removed and replaced, reason not indicated. No further info has been provided at this time.

Manufacturer narrative:
Add'l catalog #s: 72402105, 72402287; (B) (4) (B) (4).